Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Furthermore 10 retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Although the photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from these lot numbers did not confirm the reported defect. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, an unspecified number of tube were underfilled. Additionally stoppers became loose, popping out of the tube. There were no health consequences or impacts reported.